Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: what was the procedure date? No further information is available. What is the lot number? No further information is available. No further information will be provided. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - stratafix¿, active ingredient(s)- triclosan, dosage form - suture/solid/parenteral, strength - = 2360 g /m. Related to: 2210968-2021-10908.

Event description:
It was reported that a patient underwent a robotic assisted inguinal hernia surgery on an unknown date and barbed suture was used. During the procedure, suture breakage occurred two times in a row during use. There were no patient consequences reported. Additional information was requested.